Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 132.3000. Customer wanted to know what is the cause for this error code. Technical support - troubleshooting/ error codes/ I explain to the customer that he needed to replace the tamper switch. I let him know that it's stuck and needs to be replaced. The customer said ok and the call was ended. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - troubleshooting/ error codes/ I explain to the customer that he needed to replace the tamper switch. I let him know that it's stuck and needs to be replaced. The customer said ok and the call was ended. The customer reported problem was confirmed. H3 other text : no product returned

Event description:
(B)(6) .customer wanted to know what is the cause for this error code. Failure device type: failure problem type: failure mode: case resolution: troubleshooting/ error codes/ I explain to the customer that he needed to replace the tamper switch. I let him know that it's stuck and needs to be replaced. The customer said ok and the call was ended.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: troubleshooting/ error codes/ I explain to the customer that he needed to replace the tamper switch. I let him know that it's stuck and needs to be replaced. The customer said ok and the call was ended.